Manufacturer narrative:
The event occurred in india during routine check. It was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was onsite for investigation on (B)(6) 2024. The reported failure could not be replicated. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure can be linked to the following most possible root causes according to the hl 20 risk assessment: wrong pump speed because of: - wrong ratio between master-slave pumps due to communication error. The device in question was manufactured on 2011-05-31. The review of the non-conformities during the period of 2011-05-31 to 2024-10-11 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "error message: safety-s" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2011. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india during routine check. It was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).